Manufacturer narrative:
H11: additional manufacturer narrative: this is one of two manufacturer reports being submitted for this article. Related report numbers capturing additional events within the same article will be provided upon submission of supplemental reports. The subject device is not available for evaluation as it remains implanted in the patient. The dates of the events are unknown; however, the article was received for publication on 22 october 2025. Therefore, the date the article was received for publication was used as the occurrence date. Article citation: g.muntane-carol, r.romaguera, l.teruel, and j. A.gomez-hospital, "early postoperative mitral bioprosthetic thrombosis during ECMO support: urgent transcatheter valve-in-valve implantation," catheterization and cardiovascular interventions (2026): 1-4. Https://doi.org/10.1002/ccd.70577. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Medical article "early postoperative mitral bioprosthetic thrombosis during ECMO support: urgent transcatheter valve-in-valve implantation" a 75-year-old male with a 7300tfx25 bioprosthesis developed two thrombosis events post-operatively, the first resulting in surgical thrombectomy and the second ultimately resulting in a valve-in-valve procedure. Indication for initial surgery was subacute inferior myocardial infarction complicated by papillary muscle rupture, resulting in severe mitral regurgitation, acute pulmonary edema, and cardiogenic shock. The patient required high-dose vasoactive support and intra-aortic balloon pump (iabp) for hemodynamic stabilization, and urgent valve replacement. Following the index surgical procedure, the patient could not be weaned from cardiopulmonary bypass and required veno-arterial extracorporeal membrane oxygenation (va-ECMO) support. The postoperative course was marked by minimal native cardiac output and reduced transvalvular flow. Despite initiation of intravenous heparin therapy within 24 hours, acute thrombosis of the bioprosthetic mitral valve developed early in the postoperative period leading to restricted leaflet mobility. In response to the initial thrombosis event, the patient underwent surgical thrombectomy. Although initial improvement was noted, the patient subsequently developed recurrent prosthetic valve thrombosis with partial obstruction (reported mean gradient approx. 18 mmhg under ECMO support). Given the high surgical risk and persistent haemodynamic compromise, a valve-in-valve transcatheter mitral valve replacement procedure was performed, with successful implantation of a 26mm transcatheter valve, resulting in restoration of valve function. This intervention enabled subsequent weaning from ECMO support and extubation. Unfortunately, further complications following the valve-in-valve procedure included posterior temporal stroke, critical illness myopathy, and acute kidney injury requiring hemodiafiltration, with ultimate death associated with a nosocomial pulmonary infection.